Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, haptic fell off in the eye. Iol was removed from the eye, another iol was used but it was inserted with the same cartridge as the first one. In the other iol haptic also fell off. The third iol was implanted with another cartridge and it was implanted successfully. There was no patient impact.

Manufacturer narrative:
Additional information was provided in d.3.,h.3.,h.6 and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified lens model was used. The company lens model is only qualified for use in a company b or company c cartridge. A non-qualified viscoelastic was indicated. The handpiece information was not provided. The root cause for the reported complaint is most likely related to a failure to follow the instruction for use (IFU). A non-qualified lens and non-qualified viscoelastic were used with the cartridge. The IFU instructs: the company intra ocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company on qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. A failure to follow the IFU also occurred with the use of the same cartridge for the two unsuccessful lens deliveries for the same eye. Reusing a company cartridge would be against the IFU. Company cartridges are designed and manufactured as a sterile, single use delivery device and should not be re used. Information indicated another company d cartridge from a different lot number was used for the third lens implant attempt. It is unknown if adequate viscoelastic was used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.